Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad buttons were intermittently unresponsive requiring multiple presses to respond; the patient reported that the down arrow button was no longer responding at all. The patient confirmed that the keypad and pump were intact. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of a keypad malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast and down arrow keypad buttons had weak spring back; the up arrow and ok keypad buttons were found to have normal spring back. The contrast keypad button has no effect on insulin delivery function. There was evidence of keypad adhesive contamination found under the contrast and down arrow key contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.